Event description:
The peritoneal dialysis (pd) patient's wife reported "supply bag lines are blocked" alarm and fluid inside the cassette door at the end of treatment on the liberty cycler. During a follow-up call, the pd nurse stated the patient was diagnosed with peritonitis on (B)(6) 2012. The nurse stated it was from touch contamination of his catheter 2 days prior to reported cassette leak. The nurse stated the patient had difficulties following treatment guidelines.

Manufacturer narrative:
During a follow-up with the clinic regarding the peritonitis event, the clinic manager stated the patient had passed away after electing to discontinue pd treatment. The patient passed away while in hospice. There was no causal relationship reported between the patient's death and the pd treatment. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. There were indications of dried fluid underneath both mushroom heads. The device passed valve actuation test and patient sensor calibration check. System air leak test failed and the pneumatic reservoir was replaced. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.